Manufacturer narrative:
Product complaint # ==> (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
After further review of medical records, the acetabular cup was reported in error.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for pelvic wall fracture: periprosthetic fracture - pelvic. Event is serious and is considered moderate. Event is probably related to both device and is definitely not related to procedure. Date of implantation: (B)(6) 2019; date of event (onset): (B)(6) 2019, (left hip).